Event description:
One lot number of cidex opa test strips indicated a "pass" reading beyond its normal use life in facility. A 2nd lot # of cidex opa test strips was used to validate the original reading, yet the 2nd reading indicated a "fail" which is interpreted as the cidex opa solution being below the minimum effectiveness concentration (mec) for disinfection of medical instruments. No adverse events were reported to be related to this report.